Manufacturer narrative:
Device was used for treatment, not diagnosis. Device has been received and is currently in the evaluation process. An investigation is ongoing; no could be drawn, as no product was received. A review of the device history records has been requested. Implant date - (B)(6) 2012.

Manufacturer narrative:
A review of the exponent evaluation by product development concluded there is no evidence of device failure or mal-function that warrants further actions and no new risks can be identified. The implant components show signs of normal wear commonly observed in metal-on-pe articulations in total joint replacements and minimal iatrogenic damage from removal technique. There are signs of impingement between the superior and inferior components. No new risks, user needs, or updates to the product development evaluation have been identified as a result of the condition of the device. As such no further action is required. A third party evaluation was conducted exponent biomedical engineering. All retrieved device components (superior endplate, polyethylene inlay, inferior endplate) were examined macroscopically for signs of wear and damage. All components showed minimal iatrogenic damage, if any. The backside surface of the superior and inferior endplates showed remnants of bone. The endplates had evidence of impingement. Mating marks consistent with impingement were observed on the superior and inferior endplates. The articulating surface of the superior endplate had evidence of biofilm. Machining marks were observed on the backside surface and perimeter of polyethylene inlay. The articulating surface of the polyethylene insert showed evidence of adhesive abrasive wear with multi- directional scratches consistent with normal wear.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date is unknown as the actual date of the disc displacement is unknown. Previously incorrectly reported.

Event description:
The surgeon removed prodisc c due to a pd displacement. The c-2 surgery was done after c5 placement of prodisc c. The implant date of prodisc c is (B)(6) 2012. The date of explant for prodisc c is (B)(6) 2013. The procedure successfully completed. This report is for an unknown prodisc c device. This is 1 of 1 devices for this event reported on complaint #(B)(4).

Manufacturer narrative:
Device has been inspected and a visual inspection has been completed. Device received 8-22-2013, part received 7-21-2013. (B)(4) prodisc-c and acdf as surgical treatment for single level cervical symptomatic degenerative disc disease: five-year results of an FDA study. Zigler je, delamarter r, murrey d, spivak j, janssen m. Spine (phila pa 1976). 2013 feb 1; 38(3): 203-9. Vertebral body split fracture after a single-level cervical total disc replacement. Tu th, wu jc, fay ly, ko cc, huang wc, cheng h. J neurosurg spine. 2012 mar;16(3):231-5. Doi: 10.3171/2011.11.spine11210. Epub 2011 dec 16. [Prodisc-c mobile replacement of an intervertebral disc. A prospective mono-centric two-year study]. Stulík j, kryl j, sebesta p, vyskocil t, krbec m, trc t. Acta chir orthop traumatol cech. 2008 aug;75(4):253-61. Czech none of these references report prodisc-c migrations that required revision surgery. The 5 year results of the prodisc-c ide study reports no implant migration with prodisc-c. Based on the mechanical testing, the current design of the prodisc-c implant is sufficient to prevent implant migration even under shear loading in excess of those routinely seen in the cervical spine. The cause for migration in this case is not known, but likely causes for implant migration include improper surgical technique, placement and/or patient selection (in this case the patient denies any trauma). These topics are covered thoroughly in one or more of the following: product inserts (gp2632), surgical technique guide (j7501-e), and mandatory surgeon training (dj2020-f). The risk of implant migration is captured in the implant risk analysis and is still adequately assessed. The migration in this case is deemed indeterminate from a design standpoint. As a result, no further actions regarding functional and design requirements and risk analysis are required. Prodisc-c and acdf as surgical treatment for single level cervical symptomatic degenerative disc disease: five-year results of an FDA study. Zigler je, delamarter r, murrey d, spivak j, janssen m. Spine (phila pa 1976). 2013 feb 1; 38(3): 203-9. Vertebral body split fracture after a single-level cervical total disc replacement. Tu th, wu jc, fay ly, ko cc, huang wc, cheng h. J neurosurg spine. 2012 mar;16(3):231-5. Doi: 10.3171/2011.11.spine11210. Epub 2011 dec 16. [Prodisc-c mobile replacement of an intervertebral disc. A prospective mono-centric two-year study]. Stulík j, kryl j, sebesta p, vyskocil t, krbec m, trc t. Acta chir orthop traumatol cech. 2008 aug;75(4):253-61. Czech none of these references report prodisc-c migrations that required revision surgery. The 5 year results of the prodisc-c ide study reports no implant migration with prodisc-c. Based on the mechanical testing, the current design of the prodisc-c implant is sufficient to prevent implant migration even under shear loading in excess of those routinely seen in the cervical spine. The cause for migration in this case is not known, but likely causes for implant migration include improper surgical technique, placement and/or patient selection (in this case the patient denies any trauma). These topics are covered thoroughly in one or more of the following: product inserts (gp2632), surgical technique guide (j7501-e), and mandatory surgeon training (dj2020-f). The risk of implant migration is captured in the implant risk analysis and is still adequately assessed. The migration in this case is deemed indeterminate from a design standpoint. As a result, no further actions regarding functional and design requirements and risk analysis are required. Prodisc-c and acdf as surgical treatment for single level cervical symptomatic degenerative disc disease: five-year results of an FDA study. Zigler je, delamarter r, murrey d, spivak j, janssen m. Spine (phila pa 1976). 2013 feb 1; 38(3): 203-9. Vertebral body split fracture after a single-level cervical total disc replacement. Tu th, wu jc, fay ly, ko cc, huang wc, cheng h. J neurosurg spine. 2012 mar;16(3):231-5. Doi: 10.3171/2011.11.spine11210. Epub 2011 dec 16. [Prodisc-c mobile replacement of an intervertebral disc. A prospective mono-centric two-year study]. Stulík j, kryl j, sebesta p, vyskocil t, krbec m, trc t. Acta chir orthop traumatol cech. 2008 aug;75(4):253-61. Czech none of these references report prodisc-c migrations that required revision surgery. The 5 year results of the prodisc-c ide study reports no implant migration with prodisc-c. Based on the mechanical testing, the current design of the prodisc-c implant is sufficient to prevent implant migration even under shear loading in excess of those routinely seen in the cervical spine. The cause for migration in this case is not known, but likely causes for implant migration include improper surgical technique, placement and/or patient selection (in this case the patient denies any trauma). These topics are covered thoroughly in one or more of the following: product inserts (gp2632), surgical technique guide (j7501-e), and mandatory surgeon training (dj2020-f). The risk of implant migration is captured in the implant risk analysis and is still adequately assessed. The migration in this case is deemed indeterminate from a design standpoint. As a result, no further actions regarding functional and design requirements and risk analysis are required. Superior endplate the superior endplate is intact. The perimeter surface shows signs of impingement in the posterior left corner. The articulating surface shows signs of normal wear with one larger mark present and a few specs of what appears to be organic material. The titanium coating is intact except for small iatrogenic damage anteriorly. The coated surface also includes small remnants of bony on growth. Inferior endplate the inferior plate is intact with the pe inlay separated from it. The perimeter surface shows signs of impingement at the posterior end. The surface of the pocket has areas that are covered with a film of what appears to be protein/organic residue. The coating is largely intact with some iatrogenic damage from removal. There are remnants of bony on growth on the coating as well. Uhmwpe inlay the pe inlay was received detached from the inferior endplate with all features intact. The articulating surface shows signs of normal wear and there are signs of impingement in the posterior left corner. There is small iatrogenic damage on the inferior surface of the inlay anteriorly from the removal technique. A slightly yellowish deposit can be seen on the inferior surface around the engraving. The relevant functional design requirements and verification/validation of these requirements can be found in the implant functional and design requirements traceability matrix (fdrm), revision d (project folder s05-029). These are the following: requirement 5.0: fixation of the implant. Requirement 9.0: patient selection (indication & contra-indications). Osteoporosis (dexa t score equal or smaller than -2.5) and other bone diseases which could be potential sources of implant migration are listed as contraindications. Patients with such conditions were excluded from the clinical study. There is not enough information available for this complaint to determine the cause of implant migration. The endplate keel (featured on the implant drawings) is the implant's main source for primary fixation. Expulsion testing (test report # -46.030130.30.135-final) under a worst case scenario found the fixation provided by the implant keel to be more than sufficient to withstand normal physiologic shear loads in the cervical spine. As such, no updates to the fdrm are warranted at this time. The relevant risk hazards and how they were addressed can be found in the implant risk analysis (fmea), revision f (project folder s05-029) and they are: hazard 5.1: loss of plate fixation. Potential causes that could lead to loss of plate fixation requiring a re-operation as covered in the risk analysis include: improper placement: device not placed into the vertebral body enough to engage the flare of the keel. (Severity of 4, probability of occurrence of 2). Improper patient selection: inadequate bone structure or bone density (severity of 4, probability of occurrence of 2). Improper surgical technique: keels cuts created too big (severity of 4, probability of occurrence of 1). Patient trauma (severity of 4, probability of occurrence of 2). Design not sufficient to provide adequate primary fixation (severity of 4, probability of occurrence of 2). No update to the risk analysis is needed since the risk of migration is covered and the cause of migration is not known in this case (the overall rate of migration per complaint review is also still within the combined [occurrence] rates covered by the different potential causes above). Complaint review: (B)(4) journal review: a search on pub-med using search term "prodisc-c migration" identified the following references: prodisc-c and acdf as surgical treatment for single level cervical symptomatic degenerative disc disease: five-year results of an FDA study. Zigler je, delamarter r, murrey d, spivak j, janssen m. Spine (phila pa 1976). 2013 feb 1; 38(3): 203-9. Vertebral body split fracture after a single-level cervical total disc replacement. Tu th, wu jc, fay ly, ko cc, huang wc, cheng h. J neurosurg spine. 2012 mar;16(3):231-5. Doi: 10.3171/2011.11.spine11210. Epub 2011 dec 16. [Prodisc-c mobile replacement of an intervertebral disc. A prospective mono-centric two-year study]. Stulík j, kryl j, sebesta p, vyskocil t, krbec m, trc t. Acta chir orthop traumatol cech. 2008 aug;75(4):253-61. Czech none of these references report prodisc-c migrations that required revision surgery. The 5 year results of the prodisc-c ide study reports no implant migration with prodisc-c. Based on the mechanical testing, the current design of the prodisc-c implant is sufficient to prevent implant migration even under shear loading in excess of those routinely seen in the cervical spine. The cause for migration in this case is not known, but likely causes for implant migration include improper surgical technique, placement and/or patient selection (in this case the patient denies any trauma). These topics are covered thoroughly in one or more of the following: product inserts (gp2632), surgical technique guide (j7501-e), and mandatory surgeon training (dj2020-f). The risk of implant migration is captured in the implant risk analysis and is still adequately assessed. The migration in this case is deemed indeterminate from a design standpoint. As a result, no further actions regarding functional and design requirements and risk analysis are required.